Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter unable to be sent as no address on file for customer.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. The customer was using proper testing technique. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of fatigue, dry mouth and dry eyes. The customer had stated he would call his doctor to see if he could schedule a visit due to the symptoms. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.